Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17561354/17539455.

Event description:
It was reported that the patients leads had high impedances. The patient underwent an explant procedure.

Event description:
It was reported that the patients leads had high impedances. The patient underwent an explant procedure. Additional information was received that the explanted leads will not be returned, as they were discarded by the medical facility.